Event description:
Pt had been on peritoneal dialysis (pd) for many months and was not a novice to the procedure. She had cardiac bypass surgery in (B)(6) 2013 and had made an outstanding recovery reporting (just three days prior to the event) that she "felt better than she had felt in years". On the morning of (B)(6), she allegedly reported to her pd nurse at (B)(6) that she had no output from her pd and was concerned. She was told by her pd nurse that this was not possible but she (the pd nurse) was going to order her a new machine. The patient talked to her best friend via phone at 9:00 pm on (B)(6). It is suspected that her sudden death followed immediately after the phone call as there was evidence that she did not connect to her pd the evening of (B)(6). Her usual routine was to connect to her exchanger between 9:00- 10:00 pm. Family and friends were unable to reach her by phone the following day. Her body was discovered on the evening of (B)(6) by her son. She was found lying on the bed of the guest bedroom with her glasses and telephone at her side. It was apparent by physical appearance that she had been dead for awhile. There was no postmortem exam conducted and due to her cardiac history; the cause of death was listed as "coronary artery disease" and the time of death was listed as the time of the discovery of her body ((B)(6)) on her death certificate. A few days after her funeral, her family members were managing the business of her mail and home environment and came across a mailed product alert from baxter about her pd system. Her device was a homechoice pro automated pd system, model number 5c8310r and matched the description in the product alert. The equipment was returned to (B)(6) as well as the product alert statement. The pd nurse told the family that the alert pertained to infants and children. On further investigation, however, the alert also included adults with cardiac disease.